Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hypoglycemia. Customer's blood glucose value was 48 mg/dl. The customer was treated with orange juice and two (B)(6). The device will not be returned for analysis.